Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) to report that her onetouch ping was displaying an ¿error 1¿ message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the error message first appeared on (B)(6) 2014, at 3pm, when she attempted to test her blood glucose in response to symptoms of feeling ¿shaky, lightheaded and not feeling quite right¿. When she was unable to obtain a result with the subject meter, the patient stated she immediately tested with her daughter¿s meter and obtained a result of ¿32 mg/dl¿. The patient reported that she drank juice and ate a snack and confirmed feeling better afterwards. At the time of troubleshooting, the alleged error message remained unresolved. Replacement products were sent to the patient. Although the patient developed signs/symptoms suggestive of severe hypoglycemia, there is no indication that the subject meter caused or contributed to this serious injury. The patient was already symptomatic prior to obtaining the error message; therefore, the meter issue did not contribute to the onset of symptoms. However, this complaint is being reported as a malfunction because the error message remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.